Manufacturer narrative:
10-mar-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Come off - oral-b [device breakage] don't seem to fit snuggly on that metal prong - oral-b [device connection issue] case narrative: female consumer via phone stated that the oral-b toothbrush heads did not fit snuggly on the metal prong of the oral-b toothbrush and came off. No injury was reported. 02-mar-2023 case update: the suspect product lot was n2820. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Come off - oral-b [device breakage]. Don't seem to fit snuggly on that metal prong - oral-b [device connection issue]. Case narrative: female consumer via phone stated that the oral-b toothbrush heads did not fit snuggly on the metal prong of the oral-b toothbrush and came off. No injury was reported.